Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
The events were reported to allergan by a patient. Patient consent to allergan to contact their healthcare professional for further information was requested and received. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture.device status is unknown.

Event description:
Patient reported right side rupture. Healthcare professional later reported "the patient noted pain in the right mammary gland, changes in shape and density. Ultrasound revealed an implant rupture." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
D9 date is for photo received, device is not returned. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.